Event description:
It was reported that the customer had an issue with the insulin pump's keypad. The buttons were not responding. The customer's blood glucose level was not reported. He/she was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked case at the reservoir tube window corners and cracked battery tube threads.